Event description:
It was reported that pump displayed malfunction alarm malf 9 with fault ID 0x20f1, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code recurred, which customer acknowledged and understood.